Event description:
It was reported that the patient presented for follow up after receiving inappropriate atp and hv therapy. Interrogation revealed, the device appropriately diagnosed svt, with a secondary diagnosis indicating ventricular fibrillation. Changes to the patients medication and programming changes were made. Device will be monitored. Patient condition is fine.